Manufacturer narrative:
During the quality investigation testing, the device overheated; further investigation revealed corrosion within the motor bearings and other component parts. The device was repaired and returned to the customer.

Event description:
A stryker micro reciprocating saw was sent in for repairs for over the temperature reading during testing prior to a procedure. No adverse consequence was associated with the event.